Manufacturer narrative:
The insulin pump alarmed button error after boot up and intermittent button response on the up arrow button due to corroded keypad traces noted. No unexpected ramping of numbers noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer stated that she had kept the insulin pump in her bra leading up to the event. The customer's blood glucose was 64 mg/dl. She attempted to clear the alarm using the act and esc buttons and proceeded to give a bolus when she noted that the keypad did not work. She observed numbers that kept scrolling up when she tried to use the bolus wizard. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.